Event description:
Related manufacturer report number: 2017865-2022-37634. Related manufacturer report number: 2017865-2022-37636. It was reported that the patient expired due to congestive heart failure. It was unknown whether the implantable cardioverter defibrillator, right ventricular, or atrial lead caused or contributed to the event.

Manufacturer narrative:
An interrogation of the device revealed it was at end of life (eol) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and all device function was normal.